Event description:
It was reported that during a coronary stent procedure, the physician encountered resistance advancing the stent delivery system. Fluoroscopic examination revealed a dissection. The physician removed the stent and delivery system without incident. Pt status is not known at the time of this report.